Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to noise. Noise on the rv lead was reproduced in-clinic. Increased impedance and thresholds were also noted, and r-waves had decreased. The lead was capped and replaced. The patient was fine after the procedure.